Event description:
Pt with previous right total knee arthroplasty in 1998. They have had a continued varus deformity, thigh and hip pain. They were admitted for a revision right total knee arthroplasty. During the procedure the surgeon found both the tibial and the femoral components to be severely in varus. All components were removed and replaced.